Event description:
It was reported impedance checks were consistently high and determined to be a lead issue. The rv (right ventricular) and atrial leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fractured; full lead returned in segments. (B) (4) outer insulation breached (clavicle-rib crush); distal segment returned.